Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin with the pump and was using pump supplies beyond labeling. Tandem customer technical support informed customer that admelog insulin and using pump supplies for more than 48 to 72 hours are off-label per the user guide. Additionally, it was reported that the pump touch screen was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Blood glucose level was in 114-425 mg/dl range.